Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected vitros amon result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products ammonia (amon) slides lot: 1020-0267-3149 on a vitros xt 7600 integrated system. Mas control lot: aa2604 vitros amon result of 177.6 umol/l versus an expected result of 142.8 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that a higher-than-expected vitros amon result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot: 1020-0267-3149 on a vitros xt 7600 integrated system. The assignable cause of the higher-than-expected vitros amon result is an instrument issue related to microslide incubator contamination. The results from the mas control fluids were imprecise. Additionally, the results from a vitros amon within run precision test processed using a vitros liquid performance verifier were not with ortho acceptable guidelines. An ortho field engineer (fe) performed service actions on the vitros xt 7600 system which included cleaning the microslide incubator, the incubator slots in the cm ring and replacing the cm/rt evaporation caps. Additionally, the fe performed the pad reflectance and correction factors on the instrument. Post service vitros amon within run precision testing results were within ortho acceptable guidelines. In addition, post service results from the mas control fluids were within expectations.